Manufacturer narrative:
Device evaluated by MFR, event problem and evaluation codes: a follow up report will be submitted once the investigation is complete. Date of incident and date of death has been requested and not available at time of report.

Event description:
The customer reported that the patient monitor in room (B)(6) was going into standby without clinical staff intervention. The patient died.

Manufacturer narrative:
The field service engineer inspected the system at the customer site and reported that no problems were found. The system is currently quarantined at the customer site. The logs were reviewed and clearly indicate the standby state of the monitor changed. However, had the standby state have been triggered by the piic ix, there would be other logs at pic to support that conclusion. No logs were found to that effect. The piic ix logs support the findings of the bedside monitor as to the location that the standby state was generated. The device remains at the customer site. No further investigation is warranted at this time.